Event description:
It was reported that stuck in stent occurred. The target lesion was 50mm in length and had a 3.5mm diameter. The target lesion was located in the lmt to middle left anterior descending. An opticross w-perm sled ster bag imaging catheter was selected for use. The procedure was performed for the bifurcation lesion from lmt to middle lad that includes lcx. After placing a non-bsc stent in the lesion, ivus was performed to side branch(left circumflex artery) without expanding stent strut. When attempting to remove the opticross after ivus, the device got stuck with the stent strut. In order to release the device the catheter was cut. Then the physician inserted a child catheter that was used to remove the device from the patient successfully. The procedure was completed with a new device. The patients condition is good.